Manufacturer narrative:
The reported issue of an 800.8000.0 error occurring during an infusion was confirmed. Physical inspection of the device showed no obvious damage or issues. Analysis of the pcu event log shows that on (B)(6) 2017 at 4:01pm a basic infusion was programmed with the rate at 100ml/hr and vtbi at 400ml. Just prior to selecting start a user induced a safety clamp open alarm. The infusion completed as programmed at 8:01pm and changed its infusion state to infusion complete kvo mode. When the pump module changed states the pcu alarmed with a 255-16-275 system error and recorded error code 800.8000 in the error log. Testing replicated the error event by replicating the key press programming and safety clamp open alarm just prior to starting the infusion. The root cause was identified as a race condition of starting the infusion on the pcu at the same time as clearing the alarm event on the pump module resulting in the error when the module changed states.

Event description:
The customer reported an 800.8000.0 error occurred during an infusion. No patient harm was reported. Although requested, no other event details were provided.